Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6). Showed that the AED was manufactured in 7/28/17 and placed into service on (B)(6). 2017 with battery pack serial number (B)(6). . On (B)(6). 2023 - the battery pack in question ((B)(6). ) was installed followed by battery pack serial number (B)(6). The following day, (B)(6). 2023. The review of the log files shows that AED serial number (B)(6). Is ok, but the lack of history with battery pack serial number (B)(6). Does not provide any background information to understand why this battery is depleted. The battery associated with this complaint has been requested to be retuned for evaluation. To date the battery has not been retuned and the root cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported that a customer's AED would not power on with a dbp-1400 battery pack serial number (B)(6). . They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.